Event description:
Additional information was received indicating no further testing was performed. The shock impedance measurements have been chronically high. The system will continue to be monitored.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, evaluation of the device was performed. Impedance testing was completed and all measurements were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the device was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed delivering commanded shocks to test the system. No adverse patient effects were reported.